Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 random opened/used sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 582 mg/dl. The customer treated her high blood glucose with a manual injection. The sensor was returned for analysis.